Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (psr) reported that during preventative maintenance (pm) of the device and while replacement of the batteries in the centrifugal battery module on delphin, the fsr discovered the fuse in power entry module blown. Since the event occurred during preventative maintenance, there was no patient involvement.